Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation. The evaluation confirmed the reported device issue. Olympus performed a visual inspection on the scope and found the bending section skeleton completely broken/detached with damages found on the angle wires, the biopsy channel, and the charge couple device (ccd) unit. Upon the removal of the bending section cover, one side of the angle wires was found broken with a sharp surface noted. The exposed biopsy channel was found kinked from the bending section area of the scope. Olympus was unable to perform leak testing due to the condition of the scope. The scope was serviced and returned to the user facility. Based on similar reported events and investigation findings, the cause of the reported device issue could be attributed to the operator¿s technique. The original equipment manufacturer (OEM) performed investigations related to this device issue. As a result, the OEM has conducted a field corrective action including a distribution of ¿instructions for safe use¿ to mitigate the potential risk of patient injury. The ¿instructions for safe use¿ provides several warning statements in an effort to prevent equipment damage and patient injury. ¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation." If additional information becomes available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an unspecified procedure, a wire was found sticking out of the insertion tube. There was no patient injury reported.